Event description:
The user facility reported a 60-year-old male patient of unknown race and ethnicity noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that the implanted impella cp came out of the left ventricle. The impella cp was turned off, removed, re-inserted and started. Once again, the impella cp came out of the left ventricle. The impella cp was ultimately explanted due to being unable to advance back into position. There was no patient harm reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the positioning issues has been completed since the initial report was submitted. The device was not returned for investigation based on clinical description & data analysis; the root cause of positioning issue was most likely use related.